Manufacturer narrative:
Concomitant medical devices: product ID :8637-40, serial# (B)(4), implanted: (B)(6) 2008, product type: pump. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6), male patient who was receiving morphine (concentration unknown) at 10 mg/day via an implantable pump for intractable spasticity and head/brain injury. Starting in (B)(6) 2015, the patient heard a single beep coming from their pump. The patient's healthcare provider (hcp) stated it was due to elective replacement indicator (eri). On (B)(6) 2015, the patient started to hear the critical alarm; however, the patient was not scheduled for pump replacement until (B)(6) 2015. No patient symptoms were reported. If additional information becomes available, a follow-up report will be submitted.